Event description:
I began having unexplained inflammatory issues, pain, neck and head pain, shortness of breath, brain fog, hair loss, gastrointestinal issues, migraines, which slowly became worse until I had the breast implants removed on (B)(6) 2017. I was repeatedly tested and seen by doctors for things like fibromyalgia, epstein-barr, lupus, and other anti-inflammatory disease which all proved to be negative. Unfortunately my symptoms only continued to get worse and I was almost bedridden until the implants removed for about a two month period. After having the implants removed, the headaches and neck pain are gone, the shortness of breath has eased up, the g.I. Issues are resolving themselves, my memory and brain fog is significantly improved. I felt better within 2 to 3 days after having a total capsulectomy and reconstruction.